Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficient reprocessing could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned their olympus evis lucera gastrointestinal videoscope due an air/water flow issue noted during a therapeutic procedure. According to the initial reporter, it is unknown whether the procedure was completed or not, but it was confirmed that no patient harm was reported. During the device evaluation, it was discovered that there was blood adhesion near the nozzle. This is indicative of incorrect reprocessing. This report is being submitted to capture the incorrect reprocessing that caused blood adhesion near the nozzle.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, during the initial device evaluation, it was discovered that the device was being incorrectly reprocessed due to the blood adhesion noted on the nozzle. If additional information becomes available following the device evaluation, a supplemental report will be filed.